Manufacturer narrative:
An event regarding conversion to a total hip arthroplasty involving an unknown unipolar head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records evaluation not performed as none were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a revision of a unipolar that was converted to a total hip. Patient had bad arthritis in her acetabulum.

Event description:
It was reported that there was a revision of a unipolar that was converted to a total hip. Patient had bad arthritis in her acetabulum.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.